Event description:
In 2002 customer alleges the patient attempted to raise the head section of the bed, however the hi-low function turned on the bed went to the full up position. No injuries were reported.